Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. It was reported the device is available for evaluation; however, tthe device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported, during surgery (plating of the ulna), while screwing a part number 30-0349 screw using the dedicated screwdriver and reasonable force, the head of the screw broke and detached from the rest of the screw. A portion of the screw remained in the patient's ulna. The surgery was then completed as normal. It was also reported this is an "isolated incident". The head of the screw that broke was kept by the hospital. Additionally, it was reported due to this issue, it will be more difficult to remove the plate in the future, and it will require additional surgical time.

Manufacturer narrative:
The device was recevied for evaluation. The returned product was examined. The screw head was detached from the rest of the screw. It could not be determined at what point the screw broke. There were jagged edges where the screw head broke off from the rest of the screw. Based on the information recevied and the investigation performed, the root cause could not be determined.